Event description:
A biosense webster thermocool smarttouch bidirectional ablation catheter failed and would not deflect while in the patient. Catheter was removed and replaced with a new catheter and the procedure continued without another incident.